Event description:
It was reported the patient experienced a loss of stimulation/therapeutic effect. It was stated the patient¿s implantable neurostimulator (ins) was off at that time and that turning the device on resolved the issue. It was noted the patient¿s ins battery was checked and was found to be ¿ok¿ with 68% therapy use. Impedance testing indicated contact 2 and contact 9 had impedances of 1039 ohms and 951 ohms respectively. It was stated there was ¿no line between the interruption of the therapy and an event in the patient¿s life.¿ it was further stated there had been ¿no use of the patient programmer by the patient.¿ it was noted the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).